Manufacturer narrative:
Per the clinic, it was reported that the clinic thought the implant magnet had dislodged from the MRI, but during the revision surgery, the surgeon has found that there was no magnet dislodgement. However, the surgeon replaced it with a new magnet anyhow. This report is submitted on november 01, 2021.

Manufacturer narrative:
This report is submitted on sep 15, 2021.

Event description:
Per the clinic, the patient experienced magnet dislodgements during an MRI (1.5 tesla) causing acute pain. Surgery to replace the magnet has been completed on (B)(6) 2021. The implanted device remains.